Event description:
A malfunction alarm with code malf 9 occurred, but there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues arose, indicating an understanding of the situation.